Manufacturer narrative:
The investigation determined that higher than expected vitros ipth results were obtained from non-vitros quality control fluids and a patient sample when using vitros immunodiagnostics products ipth reagent in combination with a vitros 5600 integrated system. The most likely assignable cause for the higher than expected qc results and patient sample result is the use of a sub-optimal calibration event, with user error leading to results being reported from the laboratory. The level 2 and level 3 signals from the calibration event prior to the higher than expected qc and patient results were considerably lower than the fitted signal and outside of the manufacturer customer calibrator range derived from release testing data. The unacceptable qc results obtained by the customer indicated that the calibration was not valid and that the performance of the reagent was not verified. Therefore the accuracy of any results obtained prior to recalibration and acceptable qc results cannot be relied upon. Any patient results obtained following unacceptable qc results will not be indicative of the true vitros ipth result for the patient and should not have been reported from the laboratory. There was no evidence to suggest a vitros 5600 integrated system malfunction. Unexpected instrument performance is not a likely contributor to the events, however it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not undertaken.

Event description:
A customer obtained higher than expected ipth results from non-vitros quality control fluids and a patient sample using vitros immunodiagnostics products ipth reagent in combination with a vitros 5600 integrated system. The following results breached vitros ipth potential health and safety criteria: qc level 1: 45.18, 41.12, 38.31, 39.54 and 42.86 pg/ml versus expected result of 18.00 pg/ml. Qc level 2: 442.19, 430.99, 418.32, 417.92 and 425.93 pg/ml versus expected result of 179.00. Pg/ml qc level 3: 1308.1, 1399.3, 1384.8, 1357.7 and 1404.3 pg/ml versus expected result of 580.0 pg/ml. Patient 1: 345 pg/ml versus expected result of 48 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The ipth patient sample result of 345 pg/ml was reported from the laboratory, however, no treatment was initiated, altered or stopped as a consequence of the higher result. There were no allegations of actual patient harm as a result of this event. (B)(4).